Event description:
It was reported that a malfunction occurred with the equipment, indicated by the code malf 12. There was no reported adverse impact to the customer's blood glucose level. Technical support provided instructions to reset the equipment, and after resetting, the malfunction did not recur. The customer was advised to continue using the equipment and to contact technical support if the issue reappears.